Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hematoma, lump, blanching, blotchiness, pain and occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ haematomas. ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use ¿ posology ¿ if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal colour.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. Prior to injection, the patient was given a numbing agent. After 0.9ml of product was injected to the upper and lower vermillion body including the cupids bow, the patient developed a small hematoma to the left lower vermillion body. A lump was felt in the lateral right side of the vermillion body. Pressed firmly, there was blanching and blotchiness to the area. A few minutes later, there was no capillary refill. Patient had felt pain. It was determined that the vessel occluded. Post injection, the patient was treated with led, hylase and massage. After 28 minutes, the patient had a good capillary refill and symptoms resolved. Patient returned to the clinic the next morning and the healthcare professional felt there was still some compromised blood supply and the patient had felt slight "pinching" to the area. Patient was again treated with hyalase and continued with aspirin. Symptoms resolved that day.